Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, when post-dilating a stent in a noncalcified mild left anterior descending area the balloon catheter ruptured at 14 atm. A dissection occurred proximal to the stent. Another balloon catheter was used to treat the dissection. The pt remained hemodynamically stable throughout the procedure. No other info was provided.